Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) as the reservoir herniated through the inguinal ring resulting in pain and protrusion of the reservoir. An ipp reservoir was explanted and replaced with a new ipp reservoir. The patient status was good following the procedure. No further information has been provided to date.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) as the reservoir herniated through the inguinal ring resulting in pain and protrusion of the reservoir. An ipp connector was explanted and replaced with a new connector. The patient status was good following the procedure. No further information has been provided to date.